Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator intermediately alarms "transducer fault, vent inop, and motor fault" immediately on start up. There was no patient harm associated with the reported issue.

Manufacturer narrative:
The reported complaint was able to be confirmed but not duplicated. Found xdcr pt800 to have recorded faults in the events log, pt800 successfully calibrated not having effect on vte after calibration. Solenoid failure.